Manufacturer narrative:
Concomitant products: phacoemulsification unit serial no. (B)(4), tubing pack opo73 lot no. 60097308, phaco tip, and sleeve. (B)(6). Manufacturer date is unknown. The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. The suspected handpiece was examined with a 21 gauge tip and sleeve. The engineer tested the phaco power at 100 percent and at 30 percent output power. The handpiece was found to be working properly and met specifications. According to the field service engineer, the incident may have been caused by the selection of old surgeon settings/program selected and it was learned that the surgeon held the footpedal in position 3 at 100 percent phaco power for more than 10 seconds. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. A description from the surgery center indicated that during the cataract procedure, there was overheating of the incision when using the phacoemulsification ellips handpiece. The surgeon indicated the outcome of the overheating resulted in the tunnel looked burned and the portion of the cornea close to the tunnel was white in color. The wound required three sutures to close the wound. The surgeon was not able to identify exactly how the event occurred. An iol was implanted and the procedure was completed. This report is for the phacoemulsification handpiece. A separate report will be submitted for the phacoemulsification unit.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/01/2018. Device returned to manufacturer? Yes. Additional information: manufacturer date: 6/25/2016. Device evaluation: the hand piece serial # (B)(4) was returned by customer, and an evaluation was performed. The reported issue was not confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the phaco hand piece serial no. (B)(4). Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .